Event description:
It was reported that during a cholecystectomy procedure, there was an instrument error code another like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the ace36p device was rec'd in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.